Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported on (B)(6) 2014 that the patient has recently had her vns turned off and wishes to have the device explanted. The patient reported that her lead has broken two times due to growth in the past two years that she has been implanted with vns. The first lead fracture is reported on MFR. Report # 1644487-2012-02039. Good faith attempts for further information have been unsuccessful to date.

Event description:
It was reported that the patient¿s seizures have gotten much worse and that they would like to have the vns re-implanted. They previously had the vns explanted for cosmetic reasons. It is unknown when and where the explant surgery occurred, this information has been requested but not received yet.

Event description:
On (B)(6) 2015 the physician reported that the patient underwent explant of the vns on (B)(6) 2014. The explanted product could not be returned for product analysis as it was discarded by the hospital.